Manufacturer narrative:
A steris technician arrived at the facility, inspected the sterilizer and confirmed the cause of the leak was due to a worn steam pressure regulator valve (prv) which caused excessive pressure to build inside the sterilizer chamber. Once there was sufficient steam pressure in the sterilizer chamber, the generator safety valve correctly opened resulting in the release of steam into the operator's working area. The technician made the necessary repairs to the sterilizer including replacement of the s2 and s9 valves, prv and safety valve. After the repairs were completed, the unit was tested and confirmed to be operating to specification. No further issues have been reported. The sterilizer was installed in march of 2010 and is currently under steris service contract. The last preventative maintenance was performed on march 11, 2014 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported a steam leak from their 16" century vac sterilizer. No injuries or procedural delay/cancellations were reported. The steam leak triggered the facility's fire alarm however no evacuations occurred.